Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) flush fill test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
While completing the pm on the unit it would not pass the flush fill test in the diagnostic testing. Getinge service technician isolated the issue to be the drive assembly. Technician replaced the drive assembly and was able to complete the autofill tests, flush fill, with no further issues. The unit was approved for clinical use and returned to the department.

Event description:
N/a.

Event description:
N/a.